Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, unexpected restart and external ram crc error. Customer's blood glucose at time of incident was 99 mg/dl. Customer review alarm history and receive unexpected restart and external ram crc error. The unexpected alarm is recurring during normal pump use. Customer was advised that the device would be replaced. Customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives.